Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d4 information. H4: the lot was manufactured between may 12, 2023 and may 15, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.